Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined a thermally sensitive integrated circuit designator u16 on the single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on. There was no patient use associated with the reported issue.